Event description:
The facility reports the stna had hooked the resident up to the lift with the sling that was on their chair. The caregiver started raising the resident when one of the attaching hooks came loose. The patient slid out of the sling before the caregiver could lower them. The patient suffered an inch-long laceration to their head.